Event description:
On (B)(6) 2022 after placing another stent in the rca, a perforation occurred. A pk papyrus covered stent system was selected for treatment of a perforation and the bleeding was temporarily stopped, but re-bleeding occurred several hours late (event is reported separately). The next day, an additional pk papyrus was used (complaint device) but could not seal the perforation either. A third pk papyrus was implanted but also did not seal (reported separately).

Manufacturer narrative:
The complaint instrument was not returned. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the angiographic material provided was reviewed. The angiographic material shows three procedures during which multiple accessories are used. In the first procedure, the perforation and the successful implantation of the complaint instrument is visible. However, the second procedure showed the re-bleeding from the initial perforation site which was treated with two additional pk papyrus stents. These two pk papyrus stents could not successfully seal the perforation. Eventually the perforation was sealed by coiling the medial to proximal rca. The reason for the persisting re-bleeding is not visible. The angiographic material does therefore not contain further information with regards to the final root cause of the complaints. Due to its poor quality, the ivus material does not contain further information with regards to the final root cause of the complaints. The oct material was reviewed with the clinical science department. Visible gaps between the vessel wall, the previously implanted stent, and the cover of the complaint stent are shown. As the cathlab report was not provided by the local staff, it remains unclear if the situation was improved later in the intervention e.g. By post-dilation with a larger balloon after the oct was recorded. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes a visual inspection to ensure cover integrity of the stent. Further, the cover integrity of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. It should be noted that the IFU advises the user to select the stent size to match the diameter of the vessel to achieve a final stent diameter to vessel ratio of 1:1. Pk papyrus is indicated for the treatment of acute coronary artery perforations. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.